Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several shocks that resulted in exhaustion of tachycardia therapy. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported.